Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the mid right coronary artery with heavy calcification. During use with the 1.5 x 12 mm voyager balloon catheter, resistance was noted with the calcification during advancement. The voyager was inflated to 14 atmospheres (atm) one time; however, a balloon rupture occurred. During removal, resistance was noted with the calcification again. The balloon was prepared per the instructions for use, prior to use in the anatomy. A new balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.